Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that we could determinate damaged in the plunger rod by the evaluation of the plunger with magnification. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2022 (september 16 - 17th, 2016). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #6242446 (august 29th - september 5th, 2016), and in lot #6256229 (september 12 - 19th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6239275, #6230486, #6253443, and #6249467 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6239284, #6230008, #6253447, and #6249472 and no problems, defects or qn related to the reported issue were found. Root cause analysis we conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation. The provided sample presented the reported issue. We could confirm the reported issue. CAPA determination. No - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported the bd discardit¿ ii syringe w/o needle plunger rod was broken and defective. The event occured during preparation, before injection. Causing leak and loss of antibiotics. There was no report of injury or medical intervention.